Manufacturer narrative:
Other, other text: the device was received for evaluation. Visual and functional testing were performed and the reported issue could was confirmed. During the occlusion test, a motor rate error occurred. The motor assembly was replaced to resolve the issue. During visual inspection it was found that the motor assembly, leadscrew and clutch halves were old, dirty and worn leading which led to part replacement as preventative maintenance. Following all part replacements, functional testing was performed and the device passed. It was concluded that the root cause was normal wear of the device due to age (13 years). A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Additional information: h10 correction: g1 and h6 this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump had a motor rate error during occlusion test. No adverse patient effects were reported.